Event description:
It was reported that the patient presented for a routine generator changeout. Upon fluoroscopy, it was observed that the right ventricular (rv) lead exhibited insulation damage. The rv lead was kept in use. There were no patient consequences, and the patient will continue to be monitored.